Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the enteral nutrition is leaking at the junction of the tubing and the en fit piercing tip. The problem is before the perforating plug itself at the junction between the transparent tubing and the base of the enfit socket. There was no harm to the patient.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The sample was not provided for evaluation however a photograph was submitted for analysis. Based solely on the photographic evidence of the reported condition, the root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.